Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) produced erroneous blood platelet results after use on a 2 year old female patient. The first result was "30,000", the second was "62,000", the third was "82,000", the fourth was "204,000". And the fifth result read "214,000". As a result, the patient was transferred to an emergency room at another facility, where she was redrawn with a "normal blood platelet count". The following information was provided by the initial reporter: "she reported that on (B)(6) 2019 2 yr old female patient had erroneous results with only her blood platelet results. Results are as followed: 1st 30,000; 2nd 62,000; 3rd 82,000; 4th 204,000 and 5th 214,000. Patient was transferred to another emergency room facility, where she was redrawn with normal blood platelet count."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® tubes with k2e (k2edta) produced erroneous blood platelet results after use on a (B)(6) year old female patient. The first result was "30,000", the second was "62,000", the third was "82,000", the fourth was "204,000". And the fifth result read "214,000". As a result, the patient was transferred to an emergency room at another facility, where she was redrawn with a "normal blood platelet count". The following information was provided by the initial reporter: "she reported that on (B)(6) 2019 (B)(6) yr old female patient had erroneous results with only her blood platelet results. Results are as followed: 1st 30,000; 2nd 62,000; 3rd 82,000; 4th 204,000 and 5th 214,000. Patient was transferred to another emergency room facility, where she was redrawn with normal blood platelet count."